Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported "it's not working". Agent asked clarifying questions- pt stated that for about a month, the stimulation is on but nothing happens. Pt stated that the implant is fully charged and it must be on because it is using up battery. Pt stated they do not feel the results of the therapy. Agent walked caller through unlocking the controller; pt saw stimulation is off. Controller was at 60% and implant was 100%. Agent walked pt through turning stimulation back on. Pt stated group a is now outlined in green. Pt stated program 1 is at 4.7 and program 3 is at 3.0. Pt stated they still do not feel stimulation. Pt stated they have therapy set on the highest intensity. Pt stated they don't even feel any tingling in their leg. Pt asked - agent reviewed role of rep and offered nas # but pt stated they already have it; pt stated the hcp told pt to call "us" to have someone be at their appointment on sept 12th. Pt then stated that they think the hcp has already let the mdt reps know. Agent reviewed normal device function for therapy to turn off when ins is too low or at 0% and will need to be manually turned back on. Agent recommended to monitor stimulation now that it is back on, increase intensities/ try other groups, and will need to follow up with hcp if pt continues to not feel the therapy.